Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the rod had broken into four segments. The device was then sent for fracture analysis. The fracture analysis report revealed the fractured surfaces exhibit minor scratches and smooth shiny areas indicative of two surfaces rubbing post fracture. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the rod becoming broken postoperatively cannot be positively determined. However, the fracture analysis report revealed the fractured surfaces exhibit minor scratches and smooth shiny areas indicative of two surfaces rubbing post fracture. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device was found broken after surgery. The surgery was performed to extend the range of the instrumentation to t12 on (B)(6) 2015, using 4 pcs of rod connecters. Recently, it was found that the both sides of rods were broken at the caudal part of the screw which had implanted to l3. (The event date is to be confirmed) the surgeon mentioned that the patient's falling accident might cause the breakage. The revision is scheduled for (B)(6) 2015.